Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent undefined alarms occurred. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the pump software did not suspend insulin delivery and was suspending insulin delivery inappropriately which caused in a fluctuating blood glucose (bg) levels resulting in seizures. Specific bg values were not provided. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.